Event description:
It was reported that the patients ipg had migrated and had difficulty charging it. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.